Manufacturer narrative:
(B)(4).

Event description:
It was reported the cause of the motor stall was unclear, but according to the representatives follow-up information, they found "an epidural catheter which was occluded". The patient was doing fine and receiving effective therapy with their new catheter and pump.

Event description:
It was reported the patient had underdose symptoms and a critical alarm for a motor stall. A rotor/roller study was performed. The event resulted in hospitalization and medical intervention specified as implantation of an additional intrathecal catheter that was connected to an external pump to cover the patient's underdose symptoms. The implanted pump was filled with nacl and programmed to minimal flow rate. It was also reported the estimated reservoir volume (erv) per clinician programmer was 13.4 ml and the actual reservoir volume (arv)/aspirated volume was 17 ml. Pump logs revealed the motor stall occurred on (B)(6) 2015 at 08:15 and a motor stall recovery occurred on (B)(6) 2015 at 19:01. A catheter investigation under fluoroscopy demonstrated the catheter was epidural instead of the "initial planned intrathecal". The epidural catheter was replaced with a new catheter. The pump was also replaced despite that the "pump seemed not to be the problem". The outcome of the event was not reported. The pump was used to deliver com pounded baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Upon device return, analysis concluded the pump had a motor feed thru anomaly with shorting across the insulator. Upon catheter return, analysis found a tear in the seal near the guide ring, which was not a significant anomaly.